Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents and no unexpected power loss alarms during testing. There were no unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 3508 file number 26, due to a software error. The pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported that the insulin pump had a hardware low level failure. Customer blood glucose was unknown. Customer was assisted self-test and it observed that the hardware low level failure occurred. Customer also stated that the insulin pump received failed battery alarm. Customer also stated that the insulin pump also received the software error and it observed that they able to rewind. The product will return for the analysis.